Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and revealed a black fiber, approximately 0.75 millimeters long, within the inner pouch. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside the inner pouch of an intralum flo-thru device. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.